Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: "after used, safety shield didn't move properly and hcp got needle stick injury when discarding the product."

Manufacturer narrative:
Medical device expiration date is either 2024-08-31 or 2024-06-30; lot number is either 9249095 or 9157802. Device manufacture date is either 2019-09-06 or 2019-06-06. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: "after used, safety shield didn't move properly and hcp got needle stick injury when discarding the product."